Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted: "the compression forceps guide was being applied to achieve compression of the ankle joint during a surgical procedure, the barrel sheared off of the plate (splitting in 2) and was the nonstable for the remainder of the operation. Compression on the second plate was achieved manually (as forceps were unstable). There was no injury to the patient. Surgery was prolonged by 5 minutes.